Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirmed mas disassembly. Dimensional inspection of relevant mas head, crown, and bone screw dimensions did not identify out of specification condition. Witness marks and deformation noted on the 8.1mm inner diameter surface below retaining ring pocket. No witness marks noted on vertical or upper retaining ring pocket wall; this suggests the ring may not have been fully seated in the ring pocket.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, "at the time of tightening the plug, the screw detached from head". No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.